Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se device could not be removed from the patient anatomy. After several attempts the starclose se device could be removed. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. As the name of the physician was not provided by the hospital; therefore, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.